Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) unit failed drive manifold test.no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions) h10, h11. Corrected fields: e1(initial reporter, event site email), g2. The full name of e1(initial reporter) is denny cisneros. Additional contact information: (name - (B)(6) email - (B)(6) , occupation - biomed). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the drive manifold assembly and tube assy to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The failure analysis and testing department received the following part associated with this complaint: drive manifold. This part was received with a reported unit failure message of failed drive manifold test. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department verified the failure of the drive manifold failing the vacuum leak diff prs. With result of 28mmhg, the factory specification is +-25mmhg. Drive manifold failed testing. Retaining the drive manifold in the fat dept. As per procedure 0002-07-d008 rev al. Failure analysis and testing department received the following parts associated with this complaint: drive manifold assy, tube assy, these parts were received with a reported unit failure message of failed drive manifold tests. Performed visual inspection of both parts received and parts looks to be in good condition. Installed both parts into the cardiosave test fixture and tested. Together to the factory specifications and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of drive manifold tests failed. Both parts passed testing. Retaining both parts in the fat dept. As per procedure 0002-07-d008 rev an. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a